Event description:
It was reported that the #6 key on a pump keypad is inoperable.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that when the run/stop, #3, #6, #9 or the 4th soft key is selected, an output of the 4th soft key will occur. This was caused by a failed input/output printed circuit board (I/o pcb) and does not allow the user to program or start an infusion. All other keys perform as expected.